Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2013. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the patient did not experience a loss of osseointegration as previously reported; per the surgeon, only the abutment fell off, the fixture remains implanted. Per report on july 22, 2013, the abutment had been sterilized and placed back on the fixture and the patient is successfully using the device. This report is filed october 17, 2013. Implanted device remains.

Manufacturer narrative:
(B)(4).